Event description:
A pt reported blood glucose results of 14.0 mmol/l with a lifescan meter and 3.6 mmol/l on laboratory device, performed within 10 mins of each other. Between the tests, there was no intervention that would be expected to change the blood glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.